Event description:
(B)(4). I am now 4 weeks post operative, from having a full hysterectomy leaving my ovaries. My symptoms have gradually decreased or I am are no longer having symptoms at all.

Event description:
(B)(4). These are all of the issues I have acquired since having essure placed in 2006: sharp pain on my left side, discharge all the time -heavy bleeding after sex, constant bladder infections, miscarriage, joint pain, metal taste in mouth, severe bloating, bowel issues, easily bruised and lasts weeks, chronic fatigue, migraines, brain fog forgets things easily, mood swings, ringing in ears, heighten allergies, gluten sensitivity, boils, adult acne, extreme itching on hands, legs and stomach, insomnia,thyroid disease, blurred vision, unexplained fevers, dry skin, weight loss/gain, incontinence, an enlarged uterus I am currently scheduled for a partial hysterectomy to remove the coils and pet fibers.